Event description:
Caller reported an issue with their continuous glucose monitor (cgm), specifically noting cgm error 42 related to a g7sensor. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with a complete pump reset, and after the reset, the cgm error code did not reappear. The caller successfully started their sensor session.